Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for an unrelated procedure. During the procedure it was noted that the lead was fractured. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.